Event description:
Health professional reported an alleged "leaky port" with a lap-band device. The pt "has had 9 fills trying to achieve satiety. [The pt] continually complained that [the pt] was not getting full, or fills didn't take. After 2 volume checks it was determined that [the pt] had [a] leaky port." The port was explanted and replaced. Follow up findings: health professional reported the "port looks like it is cracked on the side. Maybe a needle hit close to where the membrane and side is." The reporter had no further info regarding the device serial number.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reported the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event has no further info regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."